Event description:
It was reported that the patient's vns was not functioning properly. Vns was reported to have high impedance and patient was referred for full revision. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a full revision performed. Generator diagnostics confirmed the explanted generator had no issues measuring impedance. Surgeon noticed microfacturing in the lead during the surgery. The explanted products were discarded. No additional relevant information has been received to date.